Event description:
It was reported that the device exhibited a cassette error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The probable cause is that the downstream and upstream occlusion sensors suffered failures. Both occlusion sensors were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.